Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and based upon the iabp log files determined the issue was the display. The fse replaced the video generator board, coiled cable and a 9 volt battery. Subsequently, the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient and while in transport, the cardiosave intra-aortic balloon pump (iabp) experienced an internal connections failure. No patient harm, serious injury or adverse event was reported.